Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic muscle stimulation after the lead was implanted. It was noted the physician then spun out the helix of the lead and re-implanted, but the lead could not be fixed well. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.